Event description:
The customer reported that chest compressions were not being captured through ECG by the m1205a monitor during asystole, while the defibrillator was capturing the chest compressions.

Manufacturer narrative:
The hospital biomedical engineer called the technical center and reported that chest compressions were not being captured through ECG by the m1205a monitor during asystole, while the defibrillator was capturing the chest compressions. The biomedical engineer reported that the defibrillator was connected to the pt via its leads (pads) and the m1205a monitor was connected to the pt via its ECG leads/electrodes. The biomedical engineer was not able to obtain examples of the "activity" noted by the staff. The biomedical engineer also reported that the pt expired. The issue was discussed with both the risk manager and the director of biomedical engineering, and it was explained that the monitor is designed to capture and interpret the hearts' electrical activity. It was explained that depending on lead placement, chest compressions may be interpreted as motion artifact. The dbm also confirmed that there were leads from the defibrillator and leads from the m1205a monitor attached to the pt. It was explained that distance from the heart of the m1205a monitor ECG leads would impact the detection of chest compressions as motion artifact. Additional info was requested from the dbm, including whether or not a field service engineer was needed to perform any device testing. The dbm was to call back with more info, however, no info was provided. The dbm was contacted again with the same info request; however, no further info has been forthcoming. Based on the info provided, this is not being considered a device malfunction. The reported performance is as expected for this device. Since the clinical staff responded to the asystole condition, we will consider that the monitor performed as intended. It is also being considered that the info provided to both the hospital risk manager and the director of biomedical engineering is sufficient response.